Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 500 mcg/ml at a daily dose of 103.74 mcg/day via flex infusion mode for an unknown indication for use. It was reported on (B)(6) 2018 that the patient underwent an MRI (magnetic resonance imaging) on (B)(6) 2018. The patient's spasticity increased since approximately one week from (B)(6) 2018. The physician interrogated the pump and saw that on (B)(6) 2018 a motor stall occurred which was resolved on (B)(6) 2018 after interrogation. Images of the interrogation logs were attached with the report and showed that the motor stall occurred on (B)(6) 2018 at 17:39, not on (B)(6) 2018. The pump was first interrogated on (B)(6) 2018 at 11:29 and setting changed at 11:42. Subsequent interrogation at 12:20 showed that the motor stall recovered at 11:37. It was reported that due to the increased spasticity and the fact that the pump showed a motor stall lasting 12 days, it was decided to take the patient as an in-hospital patient until the therapy outcome would be "as usual." No surgical intervention occurred or was planned. At the time of the report it was unknown if the issue was resolved and the patient status was "alive - no injury" (note this is conflicting with the report the patient had increased spasticity and was hospitalized). On (B)(6) 2018 it was reported that the patient described a better therapy outcome in the last days so it seemed the infusion system was working as usual. The patient's medical history and weight but were asked but would not be made available. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a manufacturer representative on 2018-may-14. It was reported no alarm was heard associated with the motor stall message but noted that the patient had some not therapy-related problems with their ears. It was confirmed the MRI occurred on the same day as the motor stall. No other contributing factors of the increased spasticity were determined. No further complications were reported or anticipated.